Manufacturer narrative:
Event consists of pt experiencing hemolysis and renal dysfunction post angio jet procedure. The pt is a (B)(6) male with unk medical history. Note: this event occurred (B)(6). On (B)(6) 2012, the pt underwent a thrombectomy procedure to treat a short instent thrombosed left iliac artery with an angiojet ultra dvx thrombectomy set. Follow the procedure the pt developed hemolysis symptoms and renal dysfunction. The angiojet procedure was a technical success without any problems during the procedure. The complaint report stated the pt was in the intensive care unit. (ICU) post procedure on 1(B)(6) 2012. The medrad sales rep visited the hosp and was informed the pt's condition improved but was still critical. On (B)(6) 2012, the sales rep visited the hosp again and was informed that the pt was doing very well and was released from the hosp. The sales rep was not able to identify what type of intervention was performed to treat the hemolysis and renal dysfunction event. Pre-operative creatinine = 0.9 and gfr = >60. Post-operative creatinine = 1.4 and gfr = 52.3. The angio-jet run time was a total of 180 seconds including flushing of the device. The pt also received 185 ml of solutrast 300 contrast media. The IFU warns the user: operation of the angiojet system causes transient hemolysis which may manifest as hemoglobinuria. Table 1 lists maximum recommended run times in a flowing blood field and total operating time for each thrombectomy set. Evaluate the pt's risk tolerance for hemoglobinemia prior to the procedure. Consider hydration prior to, during, and after the procedure as appropriate to the pt's overall medical condition. Large thrombus burdens in peripheral veins and other vessels may result in significant hemoglobinemia which should be monitored to manage possible renal, pancreatic, or other adverse events." In addition, the IFU also warns the user of the following potential adverse events relevant to this event: acute renal failure, pancreatitis, reactions to contrast medium, hemolysis. Since the pt required an unspecified intervention as a result of the hemolysis and renal dysfunction and the association between the angiojet dvx device and the noted events cannot be conclusively ruled out this event is considered a reportable event in the u.s.

Event description:
The pt (male (B)(6)) has developed massive hemolysis symptoms and renal disfunction after treatment of a short instent trombosed left iliac artery and is on ICU now. The physician has used a dvx catheter with a run time of total 180 sec including flushing. The treatment was technical successful without any problem during the procedure. Crea before treatment 0.9 gfr >60. Crea after treatment 1.4 gfr 52.3. Contrast media used, was solutrast 300, 185 ml. Visited the customer 11/05/2012 09:00. Pts condition is better now but still critical.